Event description:
Adverse event(s): "conjunctival erosion, conjunctival suturing" (eye injury). Product problem(s): "none reported" (no info [shunt]). A pharmacist reported that following removal of a shunt, the pt experienced conjunctival erosion. Conjunctival suturing was done under local anesthesia and antibiotics were administered for one month. The shunt was implanted seven years ago. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B) (4). (B) (4). (B) (4).